Manufacturer narrative:
(B)(4).

Event description:
The patient's lv pacing threshold measured at 4.0 with a pulse width of 1.0. Patient has no symptoms or issues concerning this value. The issue was not addressed as the patient has no symptoms, and the device is functioning normally. No action was taken and this lead remains actively implanted.

Manufacturer narrative:
(B)(4) - this patient's lv lead threshold is now reading at 3.5v. No action was taken at this item and device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.